Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The reported condition was confirmed. Manufacturing documents for the reported lot were verified and no discrepancies were observed. The root cause of the reported condition could not be confirmed. No additional information is available.

Event description:
The customer reported to baxter (B)(4) of a micro volume extension set that was blocked. There was no patient injury or medical intervention associated with this report. No additional information was provided.